Event description:
It was reported by the patient's spouse that the previously working remote monitor would not power up. It was attempted to be reset by unplugging and replugging in the power cord but it was not successful. A new power cord was being sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.